Event description:
Customer's mother reported, her son received a glucose result of 124 mg/dl on their freestyle flash blood glucose monitor prior to leaving for school. When her son arrived to school, he began to feel dizzy, his tongue felt numb, and his legs "gave out." He then experienced a loss of consciousness. The customer additionally reported, the same morning receiving a glucose result of 352 mg/dl, compared to a result of 35 mg/dl obtained on an unknown brand of competitor meter. His mother took him to his primary physician for treatment. Peanut butter and gatorade were administered to stabilize glucose levels.

Manufacturer narrative:
Customer returned a freestyle flash blood glucose monitor and test strips with lot number 0626541. The complaint was not confirmed, and no new issues were observed, all results were within the range specification and no errors or other issues were observed during control solution testing. The freestyle flash blood glucose results as reported by the customer were identified in the meter internal log.